Manufacturer narrative:
The reporter stated that the patient had poor bone quality (osteoporotic) and had multiple co-morbidities. Use of the purist table on osteoporotic patients is cautioned in the operation manual. The manual states that leg fractures may occur if excessive mechanical force is applied to the bones of osteoporotic patients by rotation of the leg. In this case, the reporter states that the femur was externally rotated to 80 degrees and then abducted at which point the leg made an audible "pop" sound. The surgeon reported that purist table was working as intended. Based on this information, the adverse event is suspected to be related to the patient condition; this adverse event is a known harm of osteoporotic patients.

Event description:
Patient's tibia was fractured during a direct anterior approach total hip replacement procedure using the purist table when the leg was externally rotated and then abducted. The fracture was treated non-surgically and then placed into a plaster cast. The surgeon reported that purist table was working as intended. The patient had poor bone quality (osteoporotic) and had multiple co-morbidities.